Event description:
Customer reported having unexplained high blood glucose. Customer's blood glucose was 180 mg/dl at the time of the call. Troubleshooting found the customer's drive support cap appeared to be normal. There was also no air found in the customer's tubing. Insulin was also able to exit from the tubing during a manual prime. Customer also reported his canula was not bent. Customer also stated his blood glucose was 44 mg/dl earlier this morning. He stated he had treated his blood glucose with orange juice. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).